Event description:
An electronic report was received from a user facility who reported that a peritoneal dialysis patient was unable to connect completely to this peritoneal dialysis treatment set. There is no report of a pt injury. There is no sample available for an evaluation.